Event description:
It has been reported to philips that fluoroscopy and cine were not possible on the allura system. Philips has investigated this complaint. The system was in clinical use when this occurred. The patient procedure was completed on another system. There was no report of harm.

Manufacturer narrative:
A philips service engineer confirmed that the screws on the wired footswitch connector had broken off at the table base. The service engineer replaced the footswitch connector. After replacing the footswitch connector, the system was returned to use in good working order.